Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to low amplitude, leading to double counting of the ventricular rate. It was noticed that the intrinsic morphology of the patient has been deteriorating. At patients request, it was decided to turn the therapy off. This system remains implanted but out of service. No further adverse patient effects were reported.